Event description:
Indication: chronic inflammatory demyelinating polyneuritis; multiple sclerosis; demyelinating disease of central nervous system, unspecified. Home health nurse reports they were doing infusion today and kept getting "air in line" error on curlin pump that would not resolve despite changing out tubing several times. Nurse decided to complete infusion via gravity and was completing infusion as we spoke. No other concerns noted during infusion. Pharmacy to send out a new curlin pump. No missed dose. Return material sent to patient for device associated with event. No further info. Reported to (B)(6) by: health professional.